Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse called and reported the customer experienced high blood glucose of 426 mg/dl. It was stated that the customer did not believe high blood glucose was caused by the insulin pump malfunctioning. The drive support cap appeared normal. No further assistance was required.